Event description:
It has been reported to philips that, system displayed a black screen during image acquisition. It is unknown how the procedure was completed. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the issue with thin filament. Costumer replaced the x- ray tube. After replacement the device was returned to use in good working condition. The codes were updated based on the investigation outcome. Device problem code and evaluation method codes were corrected.